Manufacturer narrative:
Based upon the investigation, the reported type ib endoleak was not able to be confirmed and the assessment was inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not identified, therefore, identification of a design or manufacturing issue is inconclusive due to limited case information. The device remains in the patient at this time and was not evaluated. No records or images were provided for review.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, an infrarenal, and two suprarenals. Upon follow up, computed tomography revealed a type 2 endoleak. Physician coiled to correct. In addition, during procedure, physician noted a possible distal endoleak and added a limb extension to correct. No patient injury reported.